Event description:
It was reported that during a sacrospinous fixation procedure, the device was not working properly. The reported failure mode suggests break/fracture, though it is uncertain whether there was a complete detachment. The reported event most likely indicates that the carrier broke. No patient complications were reported. Note: this report pertains to one of two devices used during the a procedure. Refer to manufacturer report number 2124215-2025-59042 for the first capio slim device.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Device code a0401 captures the reportable event of broken carrier.